Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the proximal-mid left anterior descending (lad) artery with moderate tortuosity and heavy calcification. Pre-dilatation was performed, and a 2.5 x 18 promus stent was implanted in the mid lad. The 2.5 x 28 mm promus stent delivery system (sds) was then advanced to the proximal lad; however, the device could not cross to the lesion. The sds was removed and further balloon dilatation was performed. A second attempt was made to advance the sds, but the device could not cross to the lesion. During removal, resistance was met with the calcified vessel, and the sds became stuck with the guiding catheter. The devices were removed as a single unit; however, the stent dislodged and remained in the radial. A cut-down procedure was performed to remove the dislodged stent. A 2.5 x 28 mm promus was then used to treat the proximal lad lesion. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned promus stent delivery system (sds) noted blood visible in the guide wire lumen, on the stent implant, balloon and shaft, consistent with the sds advanced into the patient anatomy. The stent implant was returned dislodged from the balloon, confirming the reported dislodgement. The proximal end of the stent was mangled, the middle portion of the stent was smashed and the distal portion was bent. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. There was one strand of balloon peeling at the distal end of the balloon. There were multiple bends in the hypotube. Since, this damage was not reported in the incident information, the bends may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The tip length was measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was moderately tortuous and heavily calcified, which likely contributed to the reported difficulties. There was no damage noted to the sds or stent prior to use, which suggests a product deficiency did not contribute to the reported difficulties. It was reported the sds was removed from the anatomy after the first failed attempt to cross and then re-inserted. It should be noted the promus everolimus eluting coronary stent system instructions for use (IFU) states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged or / and dislodged from the balloon when retracting the undeployed stent back into the guiding catheter. It is likely that the sds interacted with the lesion during the multiple attempts to cross the lesion, resulting in the noted stent damage and causing the stent to become loose on the balloon, and contributing to the difficulty removing the sds during retraction. Further interaction would have contributed to the stent dislodging from the balloon. The dislodged stent was removed through a surgical procedure which likely contributed to further damaging the stent. Additionally, an interaction with the calcified lesion and damaged stent likely contributed to the noted balloon shredding. To help ensure the reported difficulties are not related to a manufacturing deficiency, the balloon is checked for proper fold configuration, the stent is checked for proper strut dimensions, and the sds is inspected at multiple steps in the process for damage during the manufacturing process. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there is no other incidents reported for stent dislodgement for this lot. There is no indication of a product quality deficiency.